Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the extraction piece from an instrument set had its threads strip during stem extraction. There were no known consequences or impacts to the patient. Attempts have been made and no further information has been provided.